Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of both prosthesis wear and femoral loosening. The prosthesis wear may have been the result of malalignment between the femoral and tibial components, instability, patient-related conditions, or any combination of these possibilities, which allowed for increased posterior/medial contact between the femoral component and the tibial insert and led to the observed damage of the polyethylene. Additionally, a contributing factor to the observed damage may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The aseptic (non-infected) femoral loosening may have been the result of an insufficient bond between the femoral component and the bone. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitant devices: logic cr femoral por, right, sz 5 02-010-04-0350, (B)(6); lgc tibial fit tray cem sz 5f / 5t 02-012-45-5050, (B)(6); three peg patella 41mm 200-02-41, (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 4 years post op initial right tka, this 79 y/o male patient was revised due to poly wear and loosening femur. Revised from cr to ps. Patient was last known to be in stable condition following the event. Device is not returning -disposed at the hospital.